Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced cannula issue with two infusion sets. The cannulas were kinked. The event occurred between (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The insertion of the site was thigh and stomach. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.